Event description:
It was reported the tip of the driver broke during a surgery and was left in the head of the screw in the patient.

Manufacturer narrative:
Correction: additional information received indicate the tip of the driver did not break and nothing was left in the patient. No further actions are required.